Event description:
It was reported the perfusionist observed fluid had leaked from the arrest cassette of the delivery set and as a result he was unable to successfully arrest the pt's heart during the procedure. The perfusionist stated he thought the fluid appeared to have leaked down into the main console unit. As a precaution, the console was not used to complete the procedure. A manual method using a roller pump was used instead and the procedure was completed with no pt complications reported. The delivery set was not returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
(B)(4).